Event description:
It was reported that, during a tka surgery, error message "handpiece exposure control motor failure" kept showing up when getting back to the cut screen. The case was aborted and the surgery was completed with manual instruments. The patient outcome is unknown.

Manufacturer narrative:
H10: h6: the navio surgical system logs was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports and this issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions for addressing error messages on the system. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that, the surgery was completed as a manual procedure. No clinical/medical documentation has been provided for this investigation. The impact to the patient is unknown at this time. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to this issue is if there was an issue with the siu firmware that causes the message "handpiece exposure control motor failure" to show. This issue is only resolved by a system reboot. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.